Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and vessel dissection occurred. The target lesion was located in the diagonal artery. A 12 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, after viewing the images, the consultant decided that the stent was not the right size. The device was attempted to remove to exchange for a different size. During removal, it was noted that the stent came off the balloon proximally to the diagonal lesion in an unintended area. The consultant was unable to move the stent so it was deployed by re-inserting the balloon for inflation. Furthermore, during the procedure, the patient had sustained a left main stem dissection but the consultant was unsure if what caused the dissection. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable. The patient was discharged home.